Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. Upon scheduled f/u on (B)(6) 2010, the physician reported that he observed several recorded episodes of oversensing, classified as vf / non-sustained.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Method: since the device remains implanted, the programmer files were reviewed. Internal review showed that two different events were reported for this ICD device. The first one was adequately recorded and reported under MDR# 1000165971-2010-00575. The MDR related to the second event was inadvertently not prepared; it is submitted at this time. Discussion: the oversensing episodes recorded were non-sustained episodes and did not trigger any therapy (because they were non-sustained). These episodes were mainly short bursts of low amplitude noise. Both ICD and programmer operated as specified.